Manufacturer narrative:
Supplied item. DHR and report are with supplier.

Event description:
It was reported that during anesthesia, two tubes were kinked which interrupted ventilation.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . Samples sent to the supplier for evaluation. The sample was tested: this showed the sample that the inner and outer diameters met with dimensional specifications for wall thickness. The reported issue was not confirmed device-caused during investigation. Endotracheal tube products are made from heat sensitive materials. The advantage of this material is to reduce the damage to the airway and mucous membrane of patients during clinical intubation. If the patient's body position is abnormal, it is likely to cause the intubation tube body to flatten, which would affect the ventilation volume.